Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that during an amputation case, the device sealed one time and then stopped working. There was no pt injury. The device was returned with the knife protruding from the jaws.